Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set had been in use for approximately one month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h10. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the female connector and the main body of the transfer set. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of leaks through the set with the closed twist clamp was not verified. However, the sample did not meet specification due to the separation between the female connector and the main body. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.